Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently placed the pump into shelf mode. Reportedly, the customer's blood glucose level was impacted (294 mg/dl).